Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert when plugging the pump into a wall outlet. Multiple contact attempts were made by tandem technical support to determine if the pump could charge successfully with no additional power source alerts by using an alternate wall adapter; however, the customer did not respond. In addition, the customer reported that the tandem usb cable and wall adapter were discarded because they did not work to charge the pump. The customer provided a blood glucose (bg) of 210 mg/dl. No additional information was provided.